Manufacturer narrative:
Correction of event date from (B)(6) 2017 to (B)(6) 2017.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that lead dislodgment occurred one day post lead implant procedure. Physician created an intentional lead slit during the procedure to add the wire to create lead access. The lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
Serial # is corrected from (B)(4) to (B)(4).